Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Reports received indicated that pt experienced redness, dryness, and peeling of the skin under the wafer. The skin peeling and redness extended from the stoma to the product tape boarder. Prior to the receipt of this complaint, the pt was using the wafer for approximately one month with no issued until one week ago. Weekly cleaning of the area, every five to seven days including using stomahesive powder, wipes, and soap. The use of water on the affected area was recommended temporary until symptoms improved. Alternative product wafer was sent to pt for use. Pt outcome was not noted.